Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose of 400 mg/dl which was treated with the manual injection. The customer was using the insulin pump within 48 hours of the high blood glucose. The customer reported that they had symptoms of tongue feels like cotton. The drive support cap was normal and slightly intended. The device will not be returned for the analysis.